Event description:
It was reported by the sales rep that the customer had trouble activating the device using the hand activation buttons. The customer used another device to complete the case with no pt consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.